Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported after insertion, the intra-aortic balloon (iab) was unable to be aspirated and pressure readings could not be obtained. It was also noted that the console had generated an alarm with ECG trigger. The iab was checked twice but the issue would not resolve. Within 30 minutes, a new iab was inserted to continue without further issue. There was no patient harm or adverse event reported.